Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter is continuing to investigate the reported event. When the investigation is completed, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was alarming that it does not recognize a closed door. It was also reported that there was no pt injury.